Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm approximately 75 months ago. It was reported the device was explanted during surgical conversion due to aaa expansion from a persistent type 2 endoleak. Details of the original implant and any other stent graft issues during follow-up were not reported. The stent graft was recently explanted due to a persistent type 2 endoleak from the ima and lumbar arteries, with aaa expansion from 5.9 cm to 7.3 cm over the last one and half years. At explant,the device was reported as intact with no observed type 1 or type 3 endoleak. The patient was successfully converted to an open surgical repair. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (type 2 endoleaks). Conclusion: (type 2 endoleaks). From the examination of the returned devices, the exact cause of the aneurysm expansion could not be determined; it appears that the aaa expansion was likely caused by the persistent type 2 endoleak. A single fatigue strut fracture was observed on the non-sealing zone of the aortic body (ring 3). Two spring abrasion holes and multiple suture breaks, likely cause by stent graft angulation, were observed between rings 3 - 4. It is possible that these holes may have contributed to the aaa expansion; however, no type 3 transgraft endoleak was reported in this area. Suture breaks were also found on the distal ipsilateral limb, indicating high limb angulation in this area as well. Films were not provided to ascertain the stent graft position in-vivo. No other stent graft integrity issues were found.